Manufacturer narrative:
(B)(4).

Event description:
The patient received two scs systems (cervical and thoracic). This report is related to cervical ipg it was reported the patient experienced loss of stimulation due to the ipg being inoperable. Reportedly, the patient did not charge or use the device for about two years. An sjm representative confirmed the issue by using multiple external devices. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional follow up received identified the ipg was explanted and replaced which resolved the issue.